Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert for high hv lead impedance on the right ventricular lead. Externalized conductors were confirmed via fluoroscopy. Lead revision was discussed. The patient was stable.

Event description:
New information received states that the patient presented for lead extraction procedure. The right ventricular lead was capped and replaced (B)(6) 2019 as the distal coil was unable to be removed from the patient. The patient was in stable condition.